Manufacturer narrative:
(B)(4). The customer returned one sample for evaluation. Functional and visual tests were performed. The customer reported issue of "air in the line" was not confirmed. A batch review was performed on the reported lot with no deviations found. Despite an intensive investigation, no root cause or potential deviation could be determined for the reported issue. If additional information become available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a dehp free sol admin set with inj site & 3way set that showed air in the set during infusion of an unknown solution into the patient's central line. No patient injury or medical intervention was noted. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.